Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt trunk cable was missing and the j702 connector was broken from the distribution node pca. The root cause for the missing cable and damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.